Manufacturer narrative:
H2) additional information: see a2-a4, b5, and e1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no delay.

Manufacturer narrative:
Patient information was unavailable. Name of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) computer was not able to be reached via remote desktop and no motion control. An external monitor was hooked up to find that the ias computer was stuck asking to press f1 to continue to boot or esc to cancel. F1 was pressed and the system booted correctly. The system was rebooted and the issue could not be recreated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively the system was unable to power on past a certain point on the pendant. It was noted that the mobile view station (mvs) was working as intended but the system was unable to proceed with initialization as the pendant was blank with the software on the bottom of the screen. The site rebooted the system and reseeded the umbilical cable but they were unable to get the system to work. The site moved forward with a non-medtronic imaging system for the rest of the case. There was no reported impact to patient outcome.